Event description:
Was implanted with essure in (B)(6) 2013. By november I was experiencing bad menstrual cramping, and weight gain. As time went on, I developed severe migraines after never having had them before, as well as gerd. During the next 4 yrs, my symptoms worsened. My hair was started failing out to where I now have bald spots showing. I now experience bleeding during and after intercourse, extreme menstrual cramping that lasts over 3 days, as well as having a 14 day heavy period every month. I also get stabbing pains in my right ovary area that shoots straight through my lower hip on a daily basis. Essure is a nightmare that I wish I could just wake up from.